Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted successfully. Data was reviewed and sensor signal low error and drop in glucose values and temperature was observed. A watermark was observed at the base of the tail. The sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly), and no issues were observed. The sensor¿s battery was measured and found to be within specification. Performed a source measure unit (smu) test to check that the returned puck¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings.no malfunction or product deficiency was identified. Therefore, this issue is not confirmed.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan result when compared to unspecified reading obtained on healthcare professional (hcp) meter. As a result, customer experienced a loss of consciousness, was unable to self-treat, and contacted/visited a hcp. The hcp treated the customer with two "glucose infusions" (type/dose unspecified) for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan result when compared to unspecified reading obtained on healthcare professional (hcp) meter. As a result, customer experienced a loss of consciousness, was unable to self-treat, and contacted/visited a hcp. The hcp treated the customer with two "glucose infusions" (type/dose unspecified) for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.